Manufacturer narrative:
As of the date of this report, the device has not been returned for analysis.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The stenosed lesion being treated was located in the severely calcified left main (lm). The physician attempted to remove the 3.00x32 mm taxus express2 drug eluting stent through the guide catheter, when it became hung up in the lm. The physician removed the entire stent delivery system. Upon removal the catheter tip was found smashed into the stent. The stent was deformed due to severe calcification. The procedure was completed with a 2.5x18 mm minivision stent. No pt complications were reported. Pt status reported as "ok".